Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
The physician attempted arteriotomy closure using the starclose device in the right common femoral artery. During the procedure, the vessel locator button would not stay depressed. The device was removed and hemostasis was achieved with manual compression. There was no patient injury.